Manufacturer narrative:
Concomitant medical products: evproplus-26us transcatheter valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement on presenting electrograms (egm). X-ray confirmed the lead was dislodged. Reprogramming was performed and the lead was programmed off. The lead remains in the patient. No patient complications have been reported as a result of this event.